Manufacturer narrative:
Technician reported that the head hi/low drifts all the way down in just an hour. Repair not yet completed.

Event description:
Complaint alleged that the head hi/low drifts all the way down in just an hour. No reported injury.